Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the eea was fired by a physician assistant. During the leak test there was a gap in the staple line/anastomosis. This caused a delay over 30 minutes. The issue was hand sewed over staple line as well as finishing the anastomosis that was incomplete. No reinforcement material was used in conjunction with the stapling device. There was unanticipated tissue damage as a result of this problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapling device opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached the instrument. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The instrument was reloaded with a full complement of staples and applied to the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and a full complement of staples was deployed and properly formed, despite the noted blade damage. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the instrument is applied over an obstruction. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.